Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and upon delivery of energy to the catheter, a temperature limit was triggered. Irrigation flow is delivered incorrectly when the catheter is bent. This issue was identified in two catheters from the same lot. No patient harm was reported. The procedure was successfully completed after replacing the catheter with one from a different lot. Additional information was received which indicated that the temperature threshold was exceeded, and the ablation was stopped by the system. Generator settings were thermocool sf mode, power 45 w, temperature threshold set at 40°c.